Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. No sample was received for investigation and evaluation. Without the actual product or lot number, a complete analysis cannot be conducted. There was no indication that the pump malfunctioned. Catheter used for interscalene block was not an I-flow device. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
The pt reported that following right rotator cuff surgery, she experienced a significant decreased range of motion in shoulder and significant weakness in should girdle musculature following the use of a pain pump in surgery on (B) (6) 2009.